Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: sprintec from 1998 to 2010; for hypertension: lisinopril. Concurrent conditions included obesity, adenomyosis, hepatic lesion, ovarian cyst, ovarian enlargement (with lesions,), cervical dysplasia, uterine bleeding, adnexal mass and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2014, the patient experienced dysmenorrhoea (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain"), ovarian cyst ("ovarian cyst"), uterine leiomyoma ("uterine fibroids") and device expulsion ("right coil expelled."). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and posterior colpotomy.), surgery (ablation) and surgery (supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved and the uterine haemorrhage, ovarian cyst, uterine leiomyoma and device expulsion outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . On (B)(6) 2008, findings: hysterosalpingography reveals the uterine cavity was unremarkable in appearance. Essure devices are seen in good position. There is no evidence of extension of contrast material into either fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet ,mr received , patient demographic information,concomitant condition , lab data and events event ovarian cyst , uterine fibroids, right coil expelled were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), headache ("headaches,"), fatigue ("fatigue,"), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events added: vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia were added. Reporter, patient demographic information, product start and stop date updated. Essure product coding updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and leiomyoma nos. On (B)(6)2008, findings: hysterosalpingography reveals the uterine cavity was unremarkable in appearance. Essure devices are seen in good position. There is no evidence of extension of contrast material into either fallopian tube. Previously administered products included for birth control: sprintec from 1998 to 2010; for hypertension: lisinopril. Concurrent conditions included obesity, adenomyosis, hepatic lesion, ovarian cyst, ovarian enlargement (with lesions,), cervical dysplasia, uterine bleeding, adnexal mass, adenomyosis, hypertension, low back pain, abdominal pain, diarrhea, dizziness, spinning sensation, nasal congestion, proteinuria, thyroid mass, paratubal cyst, uterine bleeding, blood pressure high, depression, hormone therapy and herpetiform lesion. Concomitant products included ciprofloxacin, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (norco), hyoscine (scopolamine), ibuprofen, lisinopril and meclozine (meclizine). On (B)(6)2008, the patient had essure inserted. In 2013, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion ("right coil expelled."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, supracervical hysterectomy with bilateral partial salpingectomy and posterior colpotomy. And supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved and the uterine haemorrhage, device expulsion, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2008 and (B)(6)2008 essure coils visualized in left ostia right essure placed with 3 visible coils. On (B)(6)2008, patient desired to performed sterilization underwent essure but right coil expelled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram head - on (B)(6)2008: discrete abnormality is not found in this post contrast CT scan of the brain.. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Pathology test - on (B)(6)2014: a. Laparoscopic supracervical hysterectomy with bilateral salpingectomy: morcellated uterus (aggregate weight: 48 grams): cervix: not present in specimen. Endometrium: endomyometrial junction fibrosis consistent with prior ablation. Myometrium: adenomyosis and leiomyoma. Serosa: without diagnostic abnormality. Also present: foreign material consistent with contraceptive devices. Bilateral fallopian tubes: without diagnostic abnormality. Benign paratubal mullerian cyst.. Pregnancy test urine - on (B)(6)2011: negative.; on (B)(6)2014: negative. Ultrasound uterus - on (B)(6)2014: uterine fibroids and possible adenomyosis.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea,pelvic pain, menorrhagia. Lot number: 626277 manufacture date:2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and leiomyoma. Previously administered products included for birth control: sprinted from 1998 to 2010; for hypertension: lisinopril. Concurrent conditions included obesity, adenomyosis, hepatic lesion, ovarian cyst, ovarian enlargement (with lesions,), cervical dysplasia, uterine bleeding, adnexal mass, adenomyosis, hypertension, low back pain, abdominal pain, diarrhea, dizziness, spinning sensation, nasal congestion, proteinuria, thyroid mass, paratubal cyst, uterine bleeding, blood pressure high, depression, hormone therapy and herpetiform lesion. Concomitant products included ciprofloxacin, hydrocodone, hyoscine (scopolamine), ibuprofen, lisinopril, meclozine (meclizine) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion ("right coil expelled."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, supracervical hysterectomy with bilateral partial salpingectomy and posterior colpotomy. And supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved and the uterine haemorrhage, device expulsion, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2008. Essure coils visualized in left ostia right essure placed with 3 visible coils. On (B)(6) 2008, patient desired to performed sterilization underwent essure but right coil expelled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram head - on (B)(6) 2008: discrete abnormality is not found in this post contrast CT scan of the brain. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: a. Laparoscopic supracervical hysterectomy with bilateral salpingectomy: morcellated uterus (aggregate weight: 48 grams): cervix: not present in specimen. Endometrium: endomyometrial junction fibrosis consistent with prior ablation. Myometrium: adenomyosis and leiomyoma. Serosa: without diagnostic abnormality. Also present: foreign material consistent with contraceptive devices. Bilateral fallopian tubes: without diagnostic abnormality. Benign paratubal mullerian cyst. Pregnancy test urine - on (B)(6) 2011: negative.; on (B)(6) 2014: negative. Ultrasound uterus - on (B)(6) 2014: uterine fibroids and possible adenomyosis.. On (B)(6) 2008, findings: hysterosalpingography reveals the uterine cavity was unremarkable in appearance. Essure devices are seen in good position. There is no evidence of extension of contrast material into either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea,pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: lot number, reporter information were updated. Patient history, lab data, concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and leiomyoma. On (B)(6) 2008, findings: hysterosalpingography reveals the uterine cavity was unremarkable in appearance. Essure devices are seen in good position. There is no evidence of extension of contrast material into either fallopian tube. Previously administered products included for birth control: sprintec from 1998 to 2010; for hypertension: lisinopril. Concurrent conditions included obesity, adenomyosis, hepatic lesion, ovarian cyst, ovarian enlargement (with lesions,), cervical dysplasia, uterine bleeding, adnexal mass, adenomyosis, hypertension, low back pain, abdominal pain, diarrhea, dizziness, spinning sensation, nasal congestion, proteinuria, thyroid mass, paratubal cyst, uterine bleeding, blood pressure high, depression, hormone therapy and herpetiform lesion. Concomitant products included ciprofloxacin, hydrocodone, hyoscine (scopolamine), ibuprofen, lisinopril, meclozine (meclizine) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), device expulsion ("right coil expelled."), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (ablation, supracervical hysterectomy with bilateral partial salpingectomy and posterior colpotomy. And supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved and the uterine haemorrhage, device expulsion, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008. Essure coils visualized in left ostia right essure placed with 3 visible coils. On (B)(6) 2008, patient desired to performed sterilization underwent essure but right coil expelled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram head - on (B)(6) 2008: discrete abnormality is not found in this post contrast CT scan of the brain. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: a. Laparoscopic supracervical hysterectomy with bilateral salpingectomy: morcellated uterus (aggregate weight: 48 grams): cervix: not present in specimen. Endometrium: endomyometrial junction fibrosis consistent with prior ablation. Myometrium: adenomyosis and leiomyoma. Serosa: without diagnostic abnormality. Also present: foreign material consistent with contraceptive devices. Bilateral fallopian tubes: without diagnostic abnormality. Benign paratubal mullerian cyst. Pregnancy test urine - on (B)(6) 2011: negative.; on (B)(6) 2014: negative. Ultrasound uterus - on (B)(6) 2014: uterine fibroids and possible adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea,pelvic pain, menorrhagia. Amendment: the report was amended for the following reason: company causality comment updated. Ppc and dpc added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, adenomyosis and hepatic lesion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), headache ("headaches,"), fatigue ("fatigue,"), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and posterior colpotomy.) And surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved and the uterine haemorrhage outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: mr received. Reporter was added. Patient's date of birth was updated. Patient¿s concomitant diseases were added. Abnormal uterine bleeding was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), headache ("headaches,"), fatigue ("fatigue,"), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, headache, fatigue, migraine, alopecia and weight increased had not resolved. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received: event outcome updated from unknown to not recovered / not resolved incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.